Event description:
This was a lead extraction case conducted in the hybrid operating room of 2 medtronic leads (ra pacing mdt 4062 and rv ICD mdt 4024). Both leads were implanted in 1995 (192 months old). The indication for the extraction was lead/system failure and the physician planned to upgrade to a new system. An arterial line was placed and fluoroscopy and tee were available throughout the case. The ra lead was prepped with an lld-ez. Upon entering the pocket with the 14fr sls from the right side in the general area of the subclavian, physician noticed what he called "high pressure blood" and suspected that it was arterial. Because he feared that the leads had grown into the vessel wall, he stopped using the laser, applied a purse string stitch to the pocket to minimize bleeding. He then went to the contra lateral side to implant the new system (on the left). The lld-ez remained in the lead and was cut upon capping. Pt remained stable throughout the procedure. Physician called in vascular surgeons to investigate subclavian area to rule out tear. Vascular later confirmed that there was a pre-existing av fistula and concluded that this was not a result of the device or laser extraction. Pt was discharged with both 1995 leads still in place and the llt-ez still in the ra lead. No device was retained for return engineering analysis. The lhr review showed no applicable issues or non-conformances.